Event description:
Customer reportd that a pt's sample reacted 4+ with a competitor's reagent, however was negative with anti-d bioclone lot db246a1. No death or serious injury was associated with this incident.